Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unspecified number of bottles seen with contamination as a result of a defective septum. No patient impact reported.

Manufacturer narrative:
D4. Medical device lot#: unkown d4. Medical device expiration date: unkown h4. Device manufacture date: unkown h.6. Investigation summary: catalog 442021 batch no. Unknown customer reported a contamination issue. Photo received showed a wrinkle septum defect. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required. H3 other text : see h.10